Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) due to possible dislodgement. This rv lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.